Event description:
Received a call from a dealer alleging pt's power chair was stolen by a neighbor. The neighbor attempted to cross an eight lane highway when they were struck and killed by a oncoming vehicle.